Event description:
It was reported that during an unk procedure, the device had cord induced activation at different times of the case. They continued to use the device to complete the case. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B)(4). (B)(4). Info not available, device not returned for analysis.